Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient began to experience pain at the ipg site, due to significant weight loss. As a result, the patient may undergo surgical intervention at a later date.

Event description:
Follow up revealed that the patient's ipg was explanted and replaced, which addressed the issue.